Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator presented an alert for premature elective replacement indicator and premature end of service. It was noted that the device had been exposed to cardioversion. After the product code was downloaded, normal function resumed. The patient would be followed normally.